Event description:
The clinical research scientist, reported that a participant in the study had to be readmitted to hospital with a knee infection in the right knee where the triathlon had been implanted.

Event description:
The clinical research scientist, reported that a participant in the study had to be readmitted to hospital with a knee infection in the right knee where the triathlon had been implanted. It was also reported that the patient was admitted to the hospital following a blackout at home. The patient had become unwell through the night with painful and swollen knee and experienced a blackout, (B)(6) was taken to the hospital via ambulance. Knee aspiration did not demonstrate any bacterial growth. Patient was discharged home without identifying the factor for blackout.

Manufacturer narrative:
An event regarding infection involving a triathlon ps insert was reported. The event was not confirmed. The device was not returned for analysis because it remains implanted. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for this lot or sterile lot. The exact cause of the event could not be determined because insufficient medical records were provided for review, further information is needed. No further investigation for this event is possible at this time.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown triathlon total knee replacement. Additional information has been requested and if received, will be provided in the supplemental report. Product was not returned to manufacturer.